Manufacturer narrative:
Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. G9: reference exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.¿na

Event description:
It was reported that a proglide device was successfully used and achieved hemostasis on (B)(6) 2019. Two days later on (B)(6) 2019, the patient was admitted to a different emergency room. An ultrasound was done at the right common femoral vein and a 1cm pseudoaneurysm was reported. The patient stayed overnight and the next day another ultrasound was done and the pseudoaneurysm was negative. The patient went home feeling fine. No additional information was provided.